Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 50-52 mg/dl were recorded by continuous glucose monitor (cgm) from 8:43:01 pm to 8:58:01 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:43:01 pm. On (B)(6) 2020, at 2:43:47 pm, 2:58:25 pm, 3:39:12 pm, 4:43:50 pm, 5:28:41 pm, 5:48:18 pm, 6:52:14 pm, and 8:38:45 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer drank juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.